Manufacturer narrative:
Updated data: h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle partially opened. The capsule partially retracted. Bends were evident on the catheter shaft. Delamination was evident to the capsule. No evidence of capsule separation. Device was received with the tip retract housing left and right separated from device. Kinks were evident on the inner member. The deployment knob was unable to retract or advance the capsule. The trigger could not move to either fully advanced or fully retracted positions, with the tip retract housing left and right separated from device. It moved the full stability shaft. It was not possible to load an in-house valve as the stylet could not be inserted into the inner member due to the kink on the inner member. No other deformation evident to the remainder of the device. The reported event of unable to load could be confirmed through analysis. The reported capsule separation could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, there was resistance felt while rotating the handle of the delivery catheter system (dcs). The handle was overdriven approximately 7 or more times in attempt load the valve, the capsule was unable to complete cover the transcatheter valve and resistance remained. Subsequently, the system was disassembled, and valve was reloaded into the dcs. However, resistance in the handle occurred again with delay in opening the capsule, and the capsule of the dcs became too "loose." Upon fluoroscopic inspection of the dcs, distortion at the tip of the capsule was observed, but there was no misload identified. It was noted that it was unclear at what point the distortion in the capsule occurred as the capsule had been repeatedly opened and closed several times during loading. Subsequently, a new valve was successfully loaded into a new dcs, and were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d.10.: product ID: l-evolutfx-2329 (lot: 0012646169); product type: 0195-heart valves; product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the distortion noted on the capsule was observed as a "deflection on the valve inflow side." No capsule separation, break, stretch or fracture was observed. A procedural delay resulted from the capsule issue.

Manufacturer narrative:
H6 additional codes image review: two static images and one media file were provided for review of the event. Fluoroscopic valve load inspection was performed and upon evaluation, the stylet was not removed, the capsule appears to be straight, free of any bends and/or kinks. No evidence of bent outflow struts visible. No signs of paddles out of the pockets. Inflow crown overlap extending to node 3. There is no significant distortion of the capsule. Of note, due to the low system profile, the 14fr equivalent system may have a bulb in the flare when loaded; this is acceptable. There is no evidence of a misload, and it is not possible to determine what caused the issues reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.